Event description:
It was reported that the patient developed a hematoma at both incision sites following generator and lead replacement surgery. It was reported that the patient had to be taken back to surgery the day after implant surgery and have both incision sites cleaned up. The physician closed the wounds and the patient stayed overnight in the hospital. It was reported that the patient was now "fine".